Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported the patient's pod reportedly fell off the infusion site (hip/buttocks), causing the cannula to dislodge. The patient needed to go to the hospital after the pod fell off due to high ketones. The patient's ketone levels reached 0.8 mmol/l (14.4 mg/dl) they received manual insulin injections and a lot of water at the hospital and were released later that day.